Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) /2022. On (B)(6) 2022, the patient developed itching, redness, inflammation, drainage, and pustules at the sensor wire puncture site. The patient saw a physician and received a prescription for an oral antibiotic (cephalexin 500 mg/day for 5 days). She said that after the event the skin in the area sealed and she had a scar. No additional patient or event information is available.